Event description:
An ipp device was implanted on 11/15/90. The pump was revised on 2/20/92. The entire device was removed from the pt on 7/9/96 because the "device failed." Add'l lot/serial #: 8695m 011.